Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("severe pelvic pain even when not menstruating, pain"), device expulsion ("migration of essure device location of device: right and left cornu uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and intra-abdominal haemorrhage ("abdominal bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included overweight and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 23 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue, fatigue is not as severe"), headache ("migraines / headaches, head pain"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("infection (bladder/ urinary tract/ vaginal) type: bladder and yeast infections"), weight fluctuation ("weight gain / loss: weight fluctuations"), diarrhoea ("gastrointestinal or digestive system condition type: occasional diarrhea") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced skin irritation ("rashes or skin conditions type: irritated, itchy skin without redness") and pruritus ("rashes or skin conditions type: irritated, itchy skin without redness"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced seizure ("seizure"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain") and cystitis ("infection type: bladder and yeast infections"). The patient was treated with hydrocortisone, analgesics, surgery (total hysterectomy, bilateral salpingectomy and bilateral oophorectomy), and surgery (nova sure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, menorrhagia, abdominal pain lower, vaginal haemorrhage, cystitis, fungal infection, skin irritation, pruritus, weight fluctuation, diarrhoea and alopecia outcome was unknown, the pelvic pain, intra-abdominal haemorrhage, back pain, abdominal pain, uterine pain, migraine, nausea and seizure had resolved, the dyspareunia had not resolved and the fatigue, headache and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, device expulsion, diarrhoea, dyspareunia, fatigue, fungal infection, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pruritus, seizure, skin irritation, uterine pain, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: the left side device was implanted on (B)(6) 2009. Unable to place the device on left fallopian tube¿ on the first insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, abdominal pain, anxiety, pelvic pain . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, treatment medications, new events vaginal haemorrhage , menorrhagia, abdominal pain, uterine pain, headache, intra-abdominal haemorrhage, migraine, nausea, anxiety, seizure, added. Outcome for the events abdominal pain, pelvic pain, uterine pain, headache, back pain, intra-abdominal haemorrhage, migraine, nausea and seizure added as recovered / resolved, for event dyspareunia added as not recovered / not resolved and for events fatigue and anxiety added as recovering / resolving . Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device:right and left cornu of uterus"), fallopian tube perforation ("one of the coils poked half way out of my fallopian tube"), pelvic pain ("severe pelvic pain even when not menstruating, pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and intra-abdominal haemorrhage ("abdominal bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's medical history included c-section, multigravida and parity 3. Current weight: 203 lbs. Concurrent conditions included overweight, ovarian cyst and drug allergy. Concomitant products included ciprofloxacin from 2013 to 2017, fluconazole from 2013 to 2017, medroxyprogesterone acetate (depo-provera), metronidazole from 2013 to 2017, nitrofurantoin from 2013 to 2017, phenazopyridine from 2013 to 2017, sulfamethoxazole;trimethoprim (sulfamethoxazole w/trimethoprim) from 2013 to 2017 and triamcinolone from 2013 to 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue, fatigue is not as severe"), headache ("migraines / headaches, head pain"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection type: bladder and yeast infections"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/ vaginal) type: bladder and yeast infections"), weight fluctuation ("weight gain / loss: weight fluctuations"), diarrhoea ("gastrointestinal or digestive system condition type: occasional diarrhea") and alopecia ("hair loss"), 2 months 23 days after insertion of essure. On (B)(6) 2010, the patient experienced skin irritation ("rashes or skin conditions type: irritated, itchy skin without redness") and pruritus ("rashes or skin conditions type: irritated, itchy skin without redness"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced seizure ("seizure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), fallopian tube enlargement ("the left fallopian tube was swollen") and complication of device insertion ("the left side device could not be implanted") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, fluconazole (diflucan), hydrocortisone and surgery (nova sure ablation and total hysterectomy, bilateral salpingectomy and bilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain lower, vaginal haemorrhage, skin irritation, pruritus, weight fluctuation, diarrhoea, alopecia, weight increased, fallopian tube enlargement and complication of device insertion outcome was unknown, the pelvic pain, menorrhagia, intra-abdominal haemorrhage, back pain, abdominal pain, uterine pain, headache, migraine, nausea and seizure had resolved, the dyspareunia had not resolved and the fatigue, anxiety, cystitis and vulvovaginal mycotic infection was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, complication of device insertion, cystitis, diarrhoea, dyspareunia, fallopian tube enlargement, fallopian tube perforation, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pruritus, seizure, skin irritation, uterine pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: the left side device was implanted on (B)(6) 2009. Unable to place the device on left fallopian tube¿ on the first insertion. (B)(6) 2018: abdominal bleeding stopped after novasure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, abdominal pain, anxiety, pelvic pain. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received- new event did not underwent for essure confirmation test were added. Outcome of vaginal haemorrhage , menorrhagia updated to recovered / resolved . Outcome of cystitis , vulvovaginal mycotic infection updated to recovering / resolving. Treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device:right and left cornu of uterus"), fallopian tube perforation ("one of the coils poked half way out of my fallopian tube"), pelvic pain ("severe pelvic pain even when not menstruating, pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and intra-abdominal haemorrhage ("abdominal bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, multigravida and parity 3. Concurrent conditions included overweight, ovarian cyst and drug allergy. Concomitant products included bactrim (sulfamethoxazole w/trimethoprim) from 2013 to 2017, ciprofloxacin from 2013 to 2017, fluconazole from 2013 to 2017, medroxyprogesterone acetate (depo-provera), metronidazole from 2013 to 2017, nitrofurantoin from 2013 to 2017, phenazopyridine from 2013 to 2017 and triamcinolone from 2013 to 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 23 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue, fatigue is not as severe"), headache ("migraines / headaches, head pain"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/ vaginal) type: bladder and yeast infections"), weight fluctuation ("weight gain / loss: weight fluctuations"), diarrhoea ("gastrointestinal or digestive system condition type: occasional diarrhea") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced skin irritation ("rashes or skin conditions type: irritated, itchy skin without redness") and pruritus ("rashes or skin conditions type: irritated, itchy skin without redness"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced seizure ("seizure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), cystitis ("infection type: bladder and yeast infections"), weight increased ("weight gain"), fallopian tube enlargement ("the left fallopian tube was swollen") and complication of device insertion ("the left side device could not be implanted"). The patient was treated with hydrocortisone, analgesics, surgery (total hysterectomy, bilateral salpingectomy and bilateral oophorectomy), surgery (total hysterectomy, bilateral salpingectomy and bilateral oophorectomy), surgery (total hysterectomy, bilateral salpingectomy and bilateral oophorectomy), surgery (nova sure ablation) and surgery (nova sure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, abdominal pain lower, vaginal haemorrhage, cystitis, vulvovaginal mycotic infection, skin irritation, pruritus, weight fluctuation, diarrhoea, alopecia, weight increased, fallopian tube enlargement and complication of device insertion outcome was unknown, the pelvic pain, intra-abdominal haemorrhage, back pain, abdominal pain, uterine pain, headache, migraine, nausea and seizure had resolved, the dyspareunia had not resolved and the fatigue and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, complication of device insertion, cystitis, diarrhoea, dyspareunia, fallopian tube enlargement, fallopian tube perforation, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pruritus, seizure, skin irritation, uterine pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: the left side device was implanted on (B)(6) 2009. Unable to place the device on left fallopian tube¿ on the first insertion. 21-aug-2018: abdominal bleeding stopped after novasure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, abdominal pain, anxiety, pelvic pain . Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet- event weight gain, the left fallopian tube was swollen and the left side device could not be implanted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("one of the coils poked half way out of my fallopian tube"), pelvic pain ("severe pelvic pain even when not menstruating, pain"), device expulsion ("migration of essure device location of device: right and left cornu uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and intra-abdominal haemorrhage ("abdominal bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, multigravida and parity 3. Concurrent conditions included overweight, ovarian cyst and drug allergy. Concomitant products included bactrim (sulfamethoxazole w/trimethoprim) from 2013 to 2017, ciprofloxacin from 2013 to 2017, fluconazole from 2013 to 2017, medroxyprogesterone acetate (depo-provera), metronidazole from 2013 to 2017, nitrofurantoin from 2013 to 2017, phenazopyridine from 2013 to 2017 and triamcinolone from 2013 to 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 23 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue, fatigue is not as severe"), headache ("migraines / headaches, head pain"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("infection (bladder/ urinary tract/ vaginal) type: bladder and yeast infections"), weight fluctuation ("weight gain / loss: weight fluctuations"), diarrhoea ("gastrointestinal or digestive system condition type: occasional diarrhea") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced skin irritation ("rashes or skin conditions type: irritated, itchy skin without redness") and pruritus ("rashes or skin conditions type: irritated, itchy skin without redness"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced seizure ("seizure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain") and cystitis ("infection type: bladder and yeast infections"). The patient was treated with hydrocortisone, analgesics, surgery (total hysterectomy, bilateral salpingectomy and bilateral oophorectomy), surgery (total hysterectomy, bilateral salpingectomy and bilateral oophorectomy), surgery (total hysterectomy, bilateral salpingectomy and bilateral oophorectomy), surgery (total hysterectomy, bilateral salpingectomy and bilateral oophorectomy), surgery (nova sure ablation) and surgery (nova sure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, menorrhagia, abdominal pain lower, vaginal haemorrhage, cystitis, fungal infection, skin irritation, pruritus, weight fluctuation, diarrhoea and alopecia outcome was unknown, the pelvic pain, intra-abdominal haemorrhage, back pain, abdominal pain, uterine pain, migraine, nausea and seizure had resolved, the dyspareunia had not resolved and the fatigue, headache and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, device expulsion, diarrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pruritus, seizure, skin irritation, uterine pain, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: the left side device was implanted on (B)(6) 2009. Unable to place the device on left fallopian tube¿ on the first insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, abdominal pain, anxiety, pelvic pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: reporters added. Concomitant disease was added. Added event one of the coils poked half way out of my fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("painful intercourse") and fatigue ("chronic fatigue"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain lower, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, fatigue and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.